Manufacturer narrative:
The customer reported that three s12 devices would not connect or remain connected to the surveyor central. There is no allegation of injury or death. A hillrom service technician went on site to investigate the issue. The technician found that the usb cable watchdog was plugged into the incorrect usb port. The technician plugged the device into the correct usb port to resolve the issue.

Event description:
Hillrom received a report from the customer that three s12 devices would either not connect or would have intermittent connection to the surveyor central. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer reported that three s12 devices would not connect or remain connected to the surveyor central. There is no allegation of injury or death. A hillrom service technician will be going on site to investigate and resolve the issue. Hillrom is investigating this issue, and will report back with findings with a final report.

Event description:
Hillrom received a report from the customer that three s12 devices would either not connect or would have intermittent connection to the surveyor central. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).